Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. A material analysis was performed and concluded: evidence of biological matter was observed on the beaded fixation surface of the acetabular shell. Typical uhmwpe damage modes including burnishing, scratching and delamination were observed on the acetabular insert. The taper surface of the femoral head had an as-machined surface consistent with being seated on a stem trunnion. No material or manufacturing defects were observed on the device features evaluated. Dimensional and functional inspections were not performed as there is no evidence to suggest a dimensional nor functional issue. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Clinician review of the provided information determined there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation 23 years after implantation. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the right hip was revised due to pain; sales rep unaware of medical reason for the revision.

Event description:
It was reported that the right hip was revised due to pain; sales rep unaware of medical reason for the revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The following other hip devices were also listed in this report: 32mm standard femoral head; cat# 6280-0-132; lot# unk. Pca ace/low profile shell 61mm; cat# 6289-5-061; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.